Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, a review into the depuy synthes mitek complaints system revealed no similar complaint for this lot of devices that were released to distribution. As a result, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code 222296, lot 3892680 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's 4.5 healix advance br 3 suture with orthocord anchor broke once it was placed into the bone hole during an unspecified surgical procedure. The case was completed with a different anchor in the same bone hole. There were no patient consequences but a 2-3 minute delay was reported. There was patient involvement reported. There were no injuries, medical intervention information has been disclosed. If available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.